Event description:
A medtronic representative reported that during a cranial surgery, the pt was registered with the non-sterile reference frame placed upside down. They ended up actually flashing the reference frames used for registration and attaching it in the same backwards manner that it was used during registration and completely regained registration. The surgeon was confident in the stealth's accuracy from the point on and he was able to localize the tumor and do a complete resection while still localizing with stealth throughout the entire case. There was no impact to the pt.

Manufacturer narrative:
Per the reported event, the issue was related to a use error that contributed to the event. This issue was resolved by a new frame design that prevents inaccurate placement/setup of the device.